Event description:
The customer reported the gastrointestinal videoscope has "poor image quality: snowstorm". The issue was found during set-up/before the patient was in the room. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.this MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements.